Event description:
This event involved a patient who experienced power source change in the controller earlier than expected 1 year and 6 months after heartware lvad implantation. Preliminary logs files review showed short pump stops. After replacing the battery the problem was resolved. No harm or injury to the patient was reported as a result of this incident. The investigation is ongoing.

Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of completion of the investigation.

Manufacturer narrative:
The battery was returned for analysis. Review of the manufacturing records indicates that this device met specification for release. A review of the controller logs confirmed multiple instances of pump stoppage on the days leading to the date of the event. The battery passed all visual inspection but failed functional testing. Further analysis determined that this was due to faulty cells within the battery. An internal investigation (CAPA) has been opened to address the issue.